Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high thresholds. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.